Event description:
Rptr stated that she did 3 consectutive blood glucose tests with results of 15,17 & 19 mg/dl. (Exact test timing unk, as well as if the test strips were inserted completely). She did not have symptoms, but called paramedics because of low readings. The paramedics tested her and left; no treatment given. It was stated that they got a reading of 150 'something' mg/dl. Rptr not having any symptoms. She did not have any control solution for testing; while on the phone, opened a new vial of strips, retested and got a better reading, no specifics given.